Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unknown reasons. A new artificial urinary sphincter consisting of a 5.0 cm cuff, pump and balloon was implanted.